Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 427 mg/dl at the time of the incident. The customer's current blood glucose value is 462 mg/dl. The customer was treated with pump for high blood glucose. The customer felt lightheaded and went to go lay down. According to the report the customer alleged the insulin pump for the under delivery. The insulin pump will not be returned for analysis.